Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had blood glucose (bg) levels that range (248- 266 mg/dl) the customer was in the process of changing infusion set site and a bolus was taken to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended.